Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Please see updates to b5 and h10.

Event description:
Additional information received from customer ¿ the color issue was discovered during preparation for diagnostic laparoscopic procedure.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and it was found that the charged coupled device was defective and causing the colored image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The root cause of the defective ccd cannot conclusively be determined. However, the colored image defect is a known problem and based on previous investigations, the following are potential causes: 1. Unacceptable tension in the area of the ¿ccd wire holder¿ assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer ¿ccd-holder to bumper sleeve. - unacceptable tension in the area of the ¿ccd wire holder¿ assembly due to an asymmetrical alignment of the spring to ccd-holder before the bumper sleeve is joined. - pre-existing damage to the ¿ccd wire holder¿ assembly due to using a suboptimal adhesive device. Several changes were implemented including optimization of the bumper sleeve bonding and updated jigs. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the video scope had a color issue. The device was returned for evaluation. During the device evaluation, it was found that the image was green and purple, which is a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.